Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a pre-operative rupture of the abdominal aortic aneurysm. During the index procedure, deployment of the stent graft was uneventful and the procedure was completed without endoleak. Patient¿s blood pressure kept between 70-80 level; therefore, post-operative a blood transfusion was given to the patient. It was reported that the patient expired the following day. The physician stated that this case was not related to evar and the relevant devices and the cause of death was due to retro peritoneum rupture.

Manufacturer narrative:
(B)(4). Conclusion: pre-op rupture.